Manufacturer narrative:
Product complaint # - (B)(4). Investigation summary - investigative update: 20 / august / 2021 product photographs have been provided for review. No device associated with this report was received for examination. The provided images did not include the acetabular cup or femoral stem. No conclusions can be drawn or root cause for the problems reported identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Reason for original complaint. Patient was revised bilaterally to address osteolysis. Litigation alleges that patient's hips became detached, disconnected, created metallic debris, and/or loosened from the acetabulum, caused pain and inhibited the ability to walk. Ppf alleges metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (left hip).